Event description:
Customer's wife reported blood glucose results of 800 mg/dl and 120 mg/dl within 10 minutes on the advantage sys. Customer reported symptoms, but did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.